Manufacturer narrative:
The device was not returned for analysis. Nevro has attempted to obtain details regarding the event; however, no additional information was provided. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had experienced extreme pain during the trial. The leads were removed due to a concern of infection. The patient was provided IV antibiotics prophylactically. The patient was discharged and there was no report of further complication.